Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Man report number 1627487-2019-11426. Man report number 1627487-2019-11430. It was reported that patient experienced numbing and weakness post- procedure for trial leads. In result, surgical intervention was undertaken wherein trial leads were removed. Reportedly, patient's issue persisted after trial leads removal and physician prescribed medication to treat the issue.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.